Event description:
As reported: "during inserting the distal pins of the u-blade lag screwdriver broke apart. New u-blade set was opened to complete the procedure successfully."

Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure. The device inspection revealed the following: the device received shows traces of intense and frequent usage. The pegs at the tip of the driver are completely broken off. The broken pegs are not available for evaluation. The remnant pegs show typical signs of a forced, ductile breakage due to overload with evident material displacement. This indicates intense usage of the lag screwdriver with high torque application. Based on the investigation the root cause of the reported event was not related to a deficiency of the device but was rather linked to a user related factor. The failure has occurred due to overloading of the screwdriver during use. It cannot be excluded that this breakage is also affected in combination by stresses developed during previous surgeries and multiple sterilization cycles. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. If any further information is provided, the complaint report will be updated.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "during inserting the distal pins of the u-blade lag screwdriver broke apart. New u-blade set was opened to complete the procedure successfully."